Manufacturer narrative:
Covidien confirmed the device is missing segments. The universal interface (ui) printed circuit board (pcb) was replaced and the unit passed testing.(B)(4).

Event description:
Covidien received a report that this n65 pulse oximeter display is missing segments. The failure happened when the device was not being used on a patient.